Event description:
Customer's mother called to say she was not sure if a pod was working. Customer's mother stated her son ended up in the emergency with high ketones. Customer stated that when the pod was removed the cannula was in the infusion site. There was no blood in and round the cannula. Customer's mother stated that her son became ill at school and from school he was taken to the emergency room. Customer was able to activate a new pod. His blood sugars ranged between 269 - 500 mg/dl. No further info is available.

Manufacturer narrative:
The pod was thoroughly evaluated and no evidence of any damage or mfg deficiency was found that would have either directly caused or contributed to either insufficient or no insulin delivery. Fluid exited the tip of the cannula when the drive mechanism was actuated. No problem found in the returned device. It is unk why the user experienced high bc levels. The user is instructed in the user guide to periodically check the infusion site and to frequently monitor their bg levels. By following these recommendations, the user would become aware of high bg levels and could use another device or backup therapy if required.